Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint confirmed. One unpacked ar-13999mff serial/batch number (B)(6) was received for evaluation. Visual evaluation noted nicks on the jaw of the instrument. Functional testing by introducing a needle and attempting to fire found resistance. It could set the needle inside, but when the finger was pressed, the needle didn¿t advance. The most probable cause for the reported failure is applying excessive mechanical forces upon insertion/use.

Event description:
It was reported that during an arthroscopy surgery the device was intraoperatively blocked after the third use, although the appropriate materials were used. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with the same device. It was not necessary to switch the surgical technique or do a second surgery. Update avoe 26-sep-2023. It was further reported that the jaw of the device was clogged.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.